Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed and attributed to the depleted battery pack due to incorrect or corrupted software. A replacement device was sent to the customer. Analysis of reports of this type has not identified an increase in trend.